Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have the plastic proximal clevis dislodged from its original position. As a result, the instrument could not operate properly. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and was unable to operate properly due to the dislodged clevis. The instrument grips could not open or close. A clip test was unable to be performed. The instrument was not fully functional. The complaint regarding grip failure was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting grip failure, an investigation is in progress. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument did not clip on the tissue and the front part became loose. There was no report of fragments falling inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. During the procedure, the instrument passed engagement and retained the clip throughout engagement but could not apply the clip onto the vessel/tissue during the 1st clip application. The instrument tip became loose, but the clip did not fall into the patient. There was no issue with the motion of the instrument while attempting to clip. The customer used the medium-large hem-o-lok clip on the tissue bundle that was less than 10 mm.